Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 5 failed with broken rails. A field service engineer replaced the rails, adjusted the guide rails, recovered the drawer and replaced the frayed scanner cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es full height drawer was not close. The drawer is partially opened. Opened back panel and cannot find anything obstructing drawer. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.